Event description:
A nurse contacted baxter (B)(4) regarding a connection issue with a uv flash transfer set. The nurse stated that the spike of the transfer set had become separated from the bag port during use. The connector cover was used at the time of this incident. There was patient involvement; however, no injury reported associated to this issue.

Manufacturer narrative:
(B)(4). This complaint is not confirmed and the cause was not identified because evaluation of the returned sample did not duplicate the alleged issue through visual, leak, clear passage or clamp function testing.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A sample is reported to be available, but has yet to be received. If additional information becomes available, then a follow up MDR will be submitted.